Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was variable, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, and the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv coil and svc (superior vena cava) coil impedances spiked above two-hundred ohms on the right ventricular (rv) lead. The physician noted that there was noise on the pace/sense portion of the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high voltage out of range alert was triggered for the right ventricular (rv) lead due to high rv coil impedance. It was also noted that both coils, the rv coil and svc (superior vena cava) coil, show a wide variance in impedance measurements. The pacing impedance also had high impedance measurements and showed high variance in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.